Manufacturer narrative:
It was reported to abbott the physician modified by cutting the ends off of both anchors during an implant revision. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
(B)(6).

Event description:
Related manufacturer reference number: 1627487-2021-16605. It was reported the physician cut the ends off of both anchors during implant.